Event description:
It was reported that the patient complained of headaches approximately six months after implant. The patient had CT scans and other tests to rule out what the cause of the headaches was. Device explant was being considered. The patient was not sure he wanted to explant the device was it was "helping his feet". Additional information received reported that the patient had a short circuit and impedances were out of the normal range. Later discussion with the patient and his wife noted no mention of headaches. The patient was being seen by a different physician for further evaluation and possible revision.

Manufacturer narrative:
(B) (4).